Event description:
Procedure: laparoscopic inguinal hernia repair. Reportedly, the surgeon was inserting a mesh product through the trocar and the gray seal dislodged. The seal was pushed into the abdomen with the mesh. The seal was retrieved from the abdomen and a new trocar was used. No patient injury or adverse sequelae reported.